Manufacturer narrative:
As of today, available information suggests the device and lead remain implanted and in service. This report will be updated if additional information is received.

Event description:
It was reported that this pacemaker and associated right ventricular (rv) lead exhibited high, out-of-range pacing impedance measurements of greater than 2,000 ohms. The impedance had been 480 ohms in (B)(6) 2018. The pacing threshold measurements and sensing values remained stable and within normal range. No noise was present in stored electrograms, and no noise could be created with provocative maneuvers. X-rays were performed, which showed no visible lead damage or dislodgement, and the header connection appeared appropriate. The pacing configuration was changed from bipolar to unipolar and the impedance measurements was still high at 1,980 ohms. It was noted the patient was paced 0% in the rv and only 8% in the atrium. The patient has good a-v conduction and had no symptoms. A lead revision was being considered. No adverse patient effects were reported.